Event description:
Surgeon was performing surgery to extend a previous two-level cervical fusion at c5 to c7 to an adjacent, subsequently symptomatic level (c7 to t1). Upon removal of the plate, it was noted by the surgeon that one of the locking clips appeared to be loose. Surgeon inspected the bone grafts and they appeared to be well fused. The device did not fail and would not have been removed if not for the planned surgery at the adjacent level.